Event description:
It was reported that pump experienced malfunction alarms. It was reported that the customer experienced an elevated blood glucose (bg) level of 517 mg/dl. Elevated bg was addressed by correction injection using multiple daily injections. There was required assistance from a third-party. Technical support assisted the caller in resetting the pump, and malfunction code did reoccur. The customer reverted to an alternate method of insulin therapy.